Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
This supplemental report was created to update b3: event date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. This device was explanted.